Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was received at fisher & paykel healthcare (f&p) new zealand, where it was performance tested and disassembled. Results: performance testing confirmed that the valves were faulty, and the pressure readings were sightly unstable. The device was disassembled, and it was found that the max pressure relief valve and the peak inspiratory pressure were not turning smoothly. Conclusion: the reported fault was due to uneven surfaces inside the threads of the max pressure relief and the peak inspiratory pressure valves. The uneven surfaces prevented the smooth movement while rotating the knobs of the valves. The neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A distributor in south africa reported that the peak inspiratory pressure valve of a rd900 neopuff infant resuscitator was faulty. It was also reported that the valve had a jittery movement. There was no patient involvement as the issue was found whilst the device was not in use on a patient.

Manufacturer narrative:
(B)(4), fisher and paykel (f&p) have requested the return of the complaint rd900 neopuff infant resuscitator for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in south africa reported that the peak inspiratory pressure valve of a rd900 neopuff infant resuscitator was faulty. It was also reported that the valve had a jittery movement. There was no patient involvement as the issue was found whilst the device was not in use on a patient.